Manufacturer narrative:
Age at time of event - 18 years or older

Event description:
It was reported that labeling issue occurred. A 2.5mm x 12mm quantum maverick balloon catheter was selected for use. However, during unpacking, it was noted that the specification and batch number on the inner package were different from what was indicated on the outer package. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.